Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. The patient reported that the applicator became stuck to her when she was applying the sensor pod. She was unable to remove the sensor for over two hours. When she was finally able to remove the sensor, the area was bruised and sore to the touch. She stated that the sensor wire was missing from the sensor pod and she suspected that it might still be in her skin. She was evaluated by her physician, but no medical treatment or x-ray were performed. Since the event, the bruising and soreness have diminished. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The product was evaluated. An external visual inspection was performed and failed. The sensor wire was found to be missing. The allegation was confirmed. A probable cause could not be determined.